Event description:
It was reported a power on reset occurred on (B)(6) 2010. Later review of manufacturer's database revealed the patient had died 11 days later. There is no allegation from a health care professional that the death was device related. Follow up revealed cause of death "was probably cancer or complications from cancer." The por was thought to be due to patient receiving radiation therapy. Clinic was notified via (B)(4) that the electrical reset occurred and the device was not in back-up mode but that therapies would still be delivered. Patient was asked to return to the office for reset but died before he could come in. Patient had last been seen in the clinic (B)(6) 2009 and device was fine. Patient was not pacemaker dependent.

Event description:
It was reported a power on reset occurred on (B)(6)2010. Later review of manufacturer's database revealed the patient had died 11 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.